Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. It was reported that follow-up CT scan and angiography demonstrated a type ii endoleak. The patient was successfully converted to open surgical repair in 2003 and the stent graft was explanted. It was reported that the patient expired in 2003 due to unknown causes. Medtronic has received the explanted stent graft and its analysis is pending.